Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back button of insulin pump had to be pressed more than once and buttons of insulin pump were less responsive. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was louder during rewind and had diminished battery life. Customer also reported that the insulin pump¿s backlight sometimes not turning on. The insulin pump will not be returned for analysis.